Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged when a doctor prescribes fentanyl via transdermal route (patch with the following dosage: 100 g/h) in "discontinue order" category, it is not possible to choose a dose in g/h. Thus, the user has to write the dose contained in the patch which is not clear because for example he will write ¿16.8 mg¿ to translate ¿100 g/h during 72 h. No adverse event involving patient or user was reported.

Manufacturer narrative:
Clinical application specialist explained how to configure the drug properly to answer the customer request.